Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the permanent implant offered no pain relief. It was reported that the patient had excruciating pain after the implant. The patient reported that they eventually ended up in the emergency room (ER) due to the pain. The patient had a myelogram and they ¿found out what was wrong.¿ it was reported that the patient¿s system was explanted and discarded on (B)(6)2019. No further complications are anticipated.